Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing process. A cartridge change was performed to address the issue. Reportedly, the customer had been using novolin r within the pump supplies. Tandem technical support advised the customer against using off-label insulin.